Event description:
It was reported that the patient presented in clinic for initial implantable cardioverter defibrillator (ICD) implant procedure. During procedure, it was noted that the ICD exhibited low sensing and high pacing impedance when the lead was inserted into the port. The ICD was not implanted, and another was successfully implanted on (B)(6) 2025. Patient had no consequences.

Manufacturer narrative:
The reported complaints of high pacing impedance and sensing issues were not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including impedance and sensing testing, and no issues were noted. Longevity assessment found the device was operating above elective replacement indicator (eri) level and within expected longevity.